Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report #: 1627487-2018-02168, reference MFR report #: 1627487-2018-02173, reference MFR report #: 1627487-2018-02175. It was reported that the patient experienced ineffective therapy due to lead migration. X-rays confirmed the migration of the patient¿s right t12 and l1 leads as well as the partial migration of the left l1 lead. As a result, the patient underwent surgical intervention to have their leads replaced with a new one. Effective therapy was restored post operatively. Note: it is unknown which leads were liable, as a result all are being reported